Manufacturer narrative:
Date of event(s): date of stimulation making the patient itch was in the last 3-4 months; date of stim not going past knees was reported as in the last month; date of fall was reported as (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they need to charge their implantable neurostimulator (ins) often and that it took forever to charge. The patient stated they were happy at first with the ins and had programming done several times (currently programmed with high density. The patient noted that the stimulation made them itch in the last 3 to 4 months and liked the "thumping stimulation" they had with their prior ins. The patient needed the stimulation for their foot but it would not go past their knees. These issues were reported as a sudden onset. It was also reported that the patient has low back pain because they had been doing more, driving more, and taking care of their spouse. The patient stated that they always had the low back pain but noticed it around (B)(6) 2015. It was reported that the patient had a bad fall 3 weeks ago ((B)(6) 2016) and injured their foot that had rsd. It was noted that they injured their knee, had a meniscus repair/tibia replacement, and was too see a foot specialist today. The patient mentioned that with the prior ins ((B)(4)) the stimulation went from their waist to both feet and they "loved it". They never had problems with this system before it wore out after having it for 10 years. Follow up information received from the patient reported that they me with the manufacturer's representative on (B)(6) 2016 for a reprogramming session and was feeling much better. The patient noted they had injections in their neck and arm which caused some soreness. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she hadn¿t had great success with the therapy and didn¿t know what was going on. The patient stated her main rsd was in her foot and the device wasn¿t getting to her feet, it was only covering above her knees. The patient noted she got the device so she could get four leads but they only put in two leads. The implant had been played with and adjusted and her healthcare provider (hcp) told her there was nothing else he could do. The patient explained it had gotten progressively worse over time and there was definitely something going on with her sciatica. The patient mentioned she had not been using the implant much since she got it even though she was in excruciating pain and kept feeling something in her shoulder blade that the hcp told her was just a clamp even though it was far away from her spine. The patient noticed that when she used the implant after 30-45 minutes her heart would start palpating really bad and it had gotten worse after a fall she had in (B)(6)2017. The patient stated she thought the fall might have caused a device component to move but her new hcp hadn¿t done x-rays yet. The patient had a sciatica joint injection on (B)(6)2017 which usually numbed her from the waist down and she would be good for a while but this injection did nothing for her. The patient was in a lot of pain because of her sciatica, fibromyalgia and rsd had acted up. The patient usually felt stimulation sensation as tingling instead of a good thumping and now it felt like itching that did nothing but make her break out in hives like bugs crawling on her skin. It was noted that this had amplified since her fall in (B)(6) and she had ¿chronic urticaria¿ and was allergic to lots of med as the littlest thing aggravated her. The patient had turned it down the whole weekend and it didn¿t do any good. The patient mentioned the implant wasn¿t hold a charge when it was off and it had gotten worse. The patient charged friday because she was hurting so bad she was going to put up with the itch. When her heart started beating so fast she turned if off and when she went to turn it on sunday night it was already dead.